Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 4, 2020 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 30 watt laser console. According to the complainant, during the procedure, the laser fiber did not fire properly and connector became hot. Reportedly, there was no burn injury to the user. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition was fine after the procedure.